Event description:
The patient experienced fluctuations in hearing levels, diagnostic testing was inconclusive. The family and healthcare professionals elected to explant this device and reimplant it with a new implant. Explantation/reimplantation surgery was done in 2000.